Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed during prime. Nurse declined troubleshooting and informed the client had a new device. Nurse was advised not to use current device. Current stated that they didn't want to learn how to use the new device so they will just revert to manual injections. No further information reported.